Event description:
It was reported that when using the bd pyxis¿ medstation¿ es keyboard keys had not been working, and after replacing it with a new keyboard, the same situation had occurred. Customer stated that when pressing some of the non-0responding keys, the admin controls for the device would pop up. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jun-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer spoke with the customer and the customer stated that the station was not experiencing any problems and confirmed that the customer was not aware of any issues. The system functioned as intended after the field service engineer verified the device.